Event description:
In late (B)(6) 2011, it was reported that about ¼ of pump was "hanging out" and the skin was open due to rubbing of the patient's shorts over the pump. A band-aid had been placed over the area, but then they noticed that the skin was open and the pump was visible. The health care provider later reported that the pump placement at the belt line caused the lesion. The pump protruded through the incision with dehiscence in the incision. The pump and catheter were explanted. The patient outcome was noted to be non-serious injury/illness. The pump delivered morphine.

Manufacturer narrative:
Catheter model # 8709sc lot # n269840008, implanted: (B)(6) 2010 explanted: unknown; 8835 personal therapy manager serial # (B)(4).